Event description:
Patient receiving radiation. While performing a conebeam CT on the pt the hand held enabler was released and the "beeping" sound remained as though the beam was still on. The staff memeber quickly hit the emergency off button and shut down the entire machine. Pt was removed from the room. No harm to pt. Conebeam CT was kept out of service until evlauated by manufacturer.